Event description:
During a procedure in the cath lab, the connection between the pressure monitoring tubing and the transducer came loose causing the pressure to be lost. The clinicians considered treating the pt for hypotension but noticed the loose tubing. No pt harm or injury occurred as a result of this event.